Event description:
Info received indicates that after six minutes of use decreased flow was noted from the unit. Product inspection, after stopping the pump, found blockage at the arterial line exit port of the device. User indicated th circuit and the oxygenator were replaced and the case was completed. Pt blood loss and low blood pressure were reported.